Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4)